Manufacturer narrative:
Lot review: suspect lot# review of the mfg. Lot database for lot# 66-747-sl (mfg. Date 08/2016) shows (B)(4) units were mfgd., tested, inspected, and released. Visual receipt analysis: 12/29/2016 - received the following: one new bd 30ml syringe ref# 302832. Two new spinning spiros closed male luer, red cap; lot# 66-024-y1 one new one new spinning spiros closed male luer, red cap; lot# 66-747-sl functional testing: one new bd 30ml syringe and three new spinning spiros were returned for investigation of premature disconnect from syringe. The spinning spiros were examined under a microscope and no anomalies were recorded. Final analysis summary: the three new/unused spinning spiros returned for investigation were evaluated and each were dimensionally correct and functionally capable of a secure connection to a mating luer lock syringe. The report of spinning spiros disconnects from a syringe were unable to be confirmed with the new spinning spiros devices returned for investigation. When a syringe is connected to a spiros assembly this creates a long lever and care needs to be taken to support the spiros and not apply bending forces during use which can result in premature disconnect. ICU medical will continue to monitor and trend.

Event description:
Complaint rec'd regarding one (1) 20130-01, spinning spiros closed male luer, red cap; lot# unknown. The report states, spinning spiros coming disconnected from the syringe during the patient infusion. An unspecified amount of chemo medication leaked.